Event description:
Reporter alleged the 3rd and 6th connector pins were blackened on the nform system. Reported indicated the meter was taken out of service after the blackened pins were discovered. No action or treatment reported. A request was made for the return of the suspect product and replacement product was sent.